Event description:
Legal counsel for patient reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of nerve damage, foot drop, femur fracture, pain, lack of mobility, elevated metal ion levels and metal poisoning. There has been no reported revision procedure. Review of invoice history indicates the procedure on (B)(6) 2008 was an initial total hip arthroplasty for either the left or right side. The initial total hip arthroplasty for the opposite side took place on (B)(6) 2010. Then, one side was revised on (B)(6) 2010. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 9 states, ¿fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ the following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same event (reference 1825034-2014-00302/00308).